Event description:
A malfunction was reported, specifically identified by a code, but no notable events occurred prior to this issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted in resetting the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and advised to report back if any further malfunctions occurred, which they acknowledged and understood.